Event description:
It was reported that a malfunction alarm occurred after pump was submerged into the water. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.